Event description:
Patient had catheter placed during surgery. In the recovery room patient had no urinary output. The patient was restless and irritable. Catheter removed and noted not to have any drainage holes. Patient being monitored but seemed to have suffered no ill effects.